Manufacturer narrative:
Other, other text: device evaluation: the device was returned for investigation. The event log is not available. A visual inspection and functional test were performed and the reported failure was duplicated. Error code "1310" was displayed and subsequently cleared. The root cause of the reported failure cannot be established. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Additional information was received indicating that the issue did not interrupt therapy and there was no patient involvement.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump had an error code 1310. There was no reported adverse event.